Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had discomfort when stim is on. Pt feeling it abdominally and on side/ribs. Tried adjusting parameters and intensity but could not get the pt comfortable with stim on. At lead revision, the rep checked impedances and they were within normal range. The leads were removed and replaced and the issue was resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 10-dec-2025, UDI#: (B)(4). Product ID: 9 77a290, serial/lot #: (B)(4), ubd: 10-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date has been corrected, only the month and year are valid. Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type lead. Product ID 977a290 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins wasn't working and it seemed to be a "bigger problem" so the representative wanted to meet them at their healthcare provider's office. They shut the ins off since "it" was in the wrong place; they clarified that the ins was stimulating their stomach when they needed the therapy in their back, so it wasn't in the same area at all. The issue occurred several days after (B)(6) 2023. Additional information received from the patient. It was reported the patient's representative was unable to fix the stimulation issue. The patient was going to have x-rays to see if the leads had moved. The issue was not resolved. Additional information received from the patient. It was reported that the patient's ins had not worked since it was implanted. They spent 6 months with no ins. The patient was in terrible pain and they couldn't take the pain. Additional information received from the patient on (B)(6) 2023. It was reported that the patient's leads migrated. They noted that it took 6 months to resolve the issue, which required surgery.